Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery was not able to "lock" to the port of the controller and would easily fall off.  The patient stated that they had no pump off time related to the battery issue.  The battery was replaced.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not returned. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed, but not limited, to a damaged output connector, faulty locking mechanism and/or due to the handling of the device. If information is provided in the future, a supplemental report will be issued.